Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se device after an ethyl alcohol septal ablation interventional procedure. Reportedly, the device was retracted before the vessel locator wings were deployed. The device came out of the patient's anatomy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - reportedly, the starclose se device was used in a calcified vessel. The instructions for use (IFU) states: the safety and effectiveness of the starclose se device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The IFU also states: do not deploy the clip in areas of calcified plaque. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.